Event description:
The complainant reported a 82 year old male patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was thrombosis in the left anterior descending from prior intervention. Dr. Preformed thrombectomy of left anterior descending followed by balloon angioplasty of mid/distal left anterior descending. Three additional stents were deployed to mid/distal left anterior descending to restore flow. Patient was successfully weaned and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.